Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during use and did not start up again properly afterwards. No patient injury was reported.

Event description:
It was reported, that the device shut down, during use. And did not start up again properly afterwards. No patient injury was reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries, it could be confirmed, that the device detected an internal deviation and performed a single restart. Based on the log entries, the root cause for the event was determined, a deviation in the microprocessor-bus-configuration on the pcb control. The device can be repaired by adapting the configuration. A deviation in the electronic system that can't be rectified by sw routines will trigger a restart of the entire system. During the restart sequence, which usually does not take longer than 12 seconds, the device opens the pneumatic system to ambient to enable spontaneous breathing of the patient. The user will be alerted by means of a corresponding high-priority alarm. After completion of the restart the ventilation will be continued with the last valid settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.